Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had off and on power alert. Customer blood glucose level was over 250 mg/dl. Customer also stated that the insulin pump had no delivery alarm. Troubleshooting was performed and issue was resolved by changing both infusion set and reservoir. It was also alarm did not occur during manual prime. The device will be returned for analysis.